Event description:
The user facility reported to terumo cardiovascular group that prior to cardiopulmonary bypass, during prime, the fx25 oxygenator leaked from a split in the tubing of the purge line. No patient involvement as this occurred during prime. Product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).